Event description:
No further event information available at the time of this report.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information.   No product was returned or pictures provided; visual and dimensional evaluations could not be performed. Part and lot identification are necessary for review of device history records, neither were provided for the neck and stem medical records were provided and reviewed by a health care professional. Review of the available records identified the following: a revision was performed on (B)(6) 2016 due to dislocations and instability. A CT scan revealed the femoral component was retroverted, as well as the shell. Ligament laxity was noted. The liner was fractured and corrosion found between the head/neck taper. When attempting to remove the head, the neck and stem disengaged. All products were explanted and replaced with competitor products. No complications noted.  No problem was found for the head and neck not disengaging if any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Manufacturer narrative:
(B)(4). Customer has indicated that the product will not be returned to zimmer biomet for investigation, as the device location is unknown. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted. Concomitant medical products: part: 00801803602, lot: 61092931, femoral head 12/14 taper. Part: unk, lot: unk, hip-m / l taper-stems-unk. Part: 00620205422, lot: 61301468, shell porous with cluster holes 54 mm. Part: 00630505036, lot: 61294231, liner standard 3.5 mm offset 36 mm i.d. Part: 00625006525, lot: 61307750, bone scr 6.5x25 self-tap. Multiple MDR reports were filed for this event, please see associated reports: 0002648920-2021-00336, 0001822565-2021-02939, 0001822565-2021-02955, 0002648920-2021-00344, 0002648920-2021-00337.

Event description:
It was reported that the patient was revised 7 years post-implantation due to instability, and dislocation. Surgeon noted corrosion, joint laxity, poly liner fracture, cup migration and heterotopic ossification at the cup. The surgeon was unable to disengage head, and eto was performed and stem removed. All components explanted. Attempts have been made and no further information has been provided.